Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that three days post-implant, this patient came into the hospital complaining of pain during inspiration. Review of their system indicated a drop in right ventricular (rv) pacing impedances from 500 ohms to 280 ohms, as well as an increase in thresholds and loss of capture. An echocardiogram showed the rv lead had perforated the heart causing a pericardial effusion. Surgical intervention was performed to drain the patient and the rv lead was repositioned successfully. No additional adverse patient effects were reported.